Event description:
It was reported to philips that the system gave a remote alert indicating the flexvision computer's grabber cards were not initialized, preventing booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.